Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and denied moisture or corrosion in the pump. Reportedly, adjusting the contrast setting had no effect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related alarms. The pump powered on and functioned properly. The display screen was fully illuminated. The investigation was unable to verify or duplicate the reported issue.